Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator was alarming for an oxygen regulation alarm condition. The patient was placed on a alternative device. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.